Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pancreatitis ("pancreatitis"), inflammation (seriousness criterion medically significant), pelvic pain ("pain was similar to contractions when giving birth"), musculoskeletal pain ("it's extremely painful"), neck pain ("neck pain") and multiple chemical sensitivity ("mcs"). The patient was treated with surgery (removed few years back and removed it in emergency surgery). Essure was removed. At the time of the report, the abdominal pain, pancreatitis, inflammation, pelvic pain, musculoskeletal pain, neck pain and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, inflammation, multiple chemical sensitivity, musculoskeletal pain, neck pain, pancreatitis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : :new reporter added. New event neck pain and multiple chemical sensitivity were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coils were noted in the fallopian tubes'), abdominal pain ('excruating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), pancreatitis ("pancreatitis"), pelvic pain ("pain was similar to contractions when giving birth"), arthralgia ("it's extremely painful"), neck pain ("neck pain") and multiple chemical sensitivity ("mcs"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingooophorectomies and removed it in emergency surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, inflammation, pancreatitis, pelvic pain, arthralgia, neck pain and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, inflammation, multiple chemical sensitivity, neck pain, pancreatitis and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abdominal pain ('excruciating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), pancreatitis ("pancreatitis"), pelvic pain ("pain was similar to contractions when giving birth"), musculoskeletal pain ("it's extremely painful"), neck pain ("neck pain") and multiple chemical sensitivity ("mcs"). The patient was treated with surgery (essure remove, removed few years back and removed it in emergency surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, inflammation, pancreatitis, pelvic pain, musculoskeletal pain, neck pain and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, device dislocation, inflammation, multiple chemical sensitivity, musculoskeletal pain, neck pain, pancreatitis and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruciating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pancreatitis ("pancreatitis"), inflammation (seriousness criterion medically significant), pelvic pain ("pain was similar to contractions when giving birth") and musculoskeletal pain ("it's extremely painful"). The patient was treated with surgery (removed few years back and removed it in emergency surgery). Essure was removed. At the time of the report, the abdominal pain, pancreatitis, inflammation, pelvic pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, inflammation, musculoskeletal pain, pancreatitis, and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event it's extremely painful were added. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excruating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), pancreatitis ("pancreatitis"), pelvic pain ("pain was similar to contractions when giving birth"), musculoskeletal pain ("it's extremely painful"), neck pain ("neck pain") and multiple chemical sensitivity ("mcs"). The patient was treated with surgery (removed few years back and removed it in emergency surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, inflammation, pancreatitis, pelvic pain, musculoskeletal pain, neck pain and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, inflammation, multiple chemical sensitivity, musculoskeletal pain, neck pain, pancreatitis and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : essure model no. Updated to 205, patient demographic updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('excoriating abdominal pain that would last for hours always at night'), pancreatitis ('pancreatitis') and inflammation ('severely inflamed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pancreatitis (seriousness criterion medically significant), inflammation (seriousness criterion medically significant) and pelvic pain ("pain was similar to contractions when giving birth"). The patient was treated with surgery (removed few years back and removed it in emergency surgery). Essure was removed. At the time of the report, the abdominal pain, pancreatitis, inflammation and pelvic pain outcome was unknown. The reporter considered abdominal pain, inflammation, pancreatitis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Previously reported event 'e-free' was replaced with event: abdominal pain and additional events pancreatitis, inflammation, pelvic pain were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/coils were noted in the fallopian tubes'), abdominal pain ('excruating abdominal pain that would last for hours always at night') and inflammation ('severely inflamed'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant), pancreatitis ("pancreatitis"), pelvic pain ("pain was similar to contractions when giving birth"), arthralgia ("it's extremely painful"), neck pain ("neck pain") and multiple chemical sensitivity ("mcs"). The patient was treated with surgery (total laparoscopic hysterectomy, and bilateral salpingooophorectomies and removed it in emergency surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, inflammation, pancreatitis, pelvic pain, arthralgia, neck pain and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, inflammation, multiple chemical sensitivity, neck pain, pancreatitis and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, pancreatitis, inflammation, pelvic pain were added. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporter information was added, intervention details updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.